Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: the cartridge compartment was cracked near the top right corner of the grip pad. The cartridge cap still tightened to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the cartridge compartment was damaged. This report is made based on results of investigation completed on 15-mar-2018.